Event description:
Incident report from respiratory therapist (rt): rt called to bedside for patient in csu on vent, vent alarming low pressure, low minute ventilation, rn holding ett in place while ventilator alarmed. Rt manipulated tube by pushing down approx. 2cm then deflated and re-flating cuff of ett. Cheeks were billowing with air around ett and obvious cuff leakage was noted by both rn and rt. Anesthesiologist attending was notified of event and requested sedation be held and patient extubated. Patient was extubated to bipap for respiratory support without incident. Upon inspection of ett post extubation, there was no obvious leak in cuff, would hold air. Rns involved state this incident happened randomly without turning the patient or manipulating ett. Incident report from rn: vent was alarming, large cuff leak noted, sounded like it was getting worse, rt notified, they came to bedside, as csu rns held ett in place, rt repositioned tube, and attempted to deflate/re-inflate cuff with no results. Staff could still hear pt breathing around tube. Anesthesiologist notified. Sedation was then held to allow pt to awaken, and attempt extubation. Patient was extubated approx. 35 minutes later to bipap for additional support. This facility has had at least three recent similar issues with this device. Staff have noticed a small cut/crack/slit in the device where the clear tubing connects to the blue portion of the device. The problem is visually present on devices that are new/unused and pulled off the storage shelf. The facility has noted that the problem area feels smooth to the touch. The manufacturer has been notified and the devices have been returned to the manufacturer. At least one patient required re-intubation as a result of this problem.